Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. Visual examination found that the extension tube attached to the pa distal hub and the extension tube attached to the proximal injectate hub were opposite. Leakage was observed from the proximal injectate port when air was injected in the distal lumen hub. Leakage was observed from the distal lumen port when air was injected in the proximal injectate hub. No visible damage to the catheter body was observed. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of "the hub of pa distal lumen and proximal injectate lumen were opposite" was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was noted before use that the hub of pa distal lumen and proximal injectate lumen were opposite. The blue lumen had pa distal lumen hub and yellow lumen had proximal injectate lumen hub. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.